Event description:
A surgeon reported during an inter-operative procedure with an incision made and when the probe is touching the middle of the burr hole. The cross hairs were,green on the screen, but the accuracy was 10-15 mm off while in navigate. When the suction was removed from the line of sight between the camera and spheres the accuracy was correct. The surgeon continued the procedure with the navigation system, and with no impact to the pt.

Manufacturer narrative:
No parts have been received by the MFR for eval.